Event description:
It was reported that the pump shut off unexpectedly. Subsequently, the customer experienced unknown blood glucose level that resulted in diabetic ketoacidosis and a coma. Reportedly, the customer was hospitalized; details and nature of hospitalization were not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.